Manufacturer narrative:
Product return date is unknown. This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported there was no sound during boot up. The device was in use at the time of the event.